Event description:
Healthcare professional reported one day after injection with juvederm ultra plus xc in the marionettes lines and juvederm ultra xc in the glabella and marionettes lines, the patient developed swelling in the chin and marionette lines. On the date of symptom presentation the patient was treated with hyaluronidase and prednisone. Symptoms improving. This is the same event and the same patient reported under MDR ID number 3005113652-2014-00069 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.